Manufacturer narrative:
Evaluation of the first returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00265 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using velocity delivery microcatheter (velocity), a penumbra system red 68 reperfusion catheter (red68), a non-penumbra stent retriever, and a guidewire. During the procedure, while advancing the velocity into the red68, the velocity fractured at the mid-shaft. It was reported that the velocity was fractured but connected by the coil winds; therefore, the physician was able to pull and remove the velocity. Subsequently, the same issue occurred with the second velocity. The physician was able to pull and remove the second velocity. There was no reported damage noted to the red68. The procedure was completed using a new velocity, a new penumbra system red62 reperfusion catheter (red62), and the same stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00265. H3 other text : placeholder.